Manufacturer narrative:
(B)(4). Date sent: 04/03/2020. D4: batch # t5du62. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic nephrectomy, the surgeon was using the ats45 to staple the renal vein and artrey. One the second firing of the ats45 stapler on the renal artery, the mechanism made a loud crunchy clunk. The release button was not engaging and stapler wouldn't release. By using a lot of force, the release was activated. The staples had not fired correctly and the blade was stuck halfway down the reload in the shaft of the stapler. We opened a new stapler and reload to complete the surgery. As the stapler had not fired properly and the blade had been stopped part way down, there were no patient consequences.